Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that left ventricular (lv) lead exhibited high capture threshold resulting in failure to capture. The lead was explanted and replaced with a new lead. The patient was in stable condition.